Event description:
Dexcom was made aware on 06/18/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced a skin reaction with an infection which occurred one day after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed a rash, redness, inflammation, and drainage under the sensor patch. The patient had itching and burning sensation in the area. The reaction was treated with a prescription oral antibiotic (doxycycline). No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).